Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed. Visual inspection verified the tip of guide rod fractured. Guide rod fractured tip not received with guide rod. The device was sent for sem for further analysis. Sem analysis suspects that the fracture was due to brittle overload condition. Optical examination showed there was considerable post fracture damage on the fracture surface. The edges on the fracture were mostly damaged which did not reveal crack initial formation. Device history record was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). The investigation is still in process. Once the investigation is completed a follow-up MDR will be submitterd.

Event description:
It was reported that the positioning guide rod broke during surgery. No pieces fell into the patient. No revision procedure has been reported to date. Attempts have been made and no further information has been provided.